Manufacturer narrative:
Product ID 309328, lot# b0398913k, implanted: 2006-(B)(6), product type lead product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension. (B)(4).

Event description:
It was reported that the patient experienced ¿electric shock¿ and pain running down the left leg from the site of stimulation. The implant was subsequently turned off. The device was restarted and reprogrammed. No further adverse stimulation was noted. The issue resolved.

Manufacturer narrative:
The initial MDR was filed as MFR report # 9614453-2013-01458. Additional review indicated the correct manufacturing site was site 3004209178.